Manufacturer narrative:
The product was not returned for evaluation. Furthermore, the reported complaint involves the sterility of a dropped device after removal from the packaging during preparation for the procedure. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed. This report is associated with MFR report number: 3005168196-2019-00066.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During preparation for the procedure, the hospital technician accidentally kinked the pusher assembly of a smart coil while removing it from the packaging. The damage to the smart coil occurred prior to use and; therefore, the smart coil was not used in the procedure. Another smart coil was dropped and; therefore, was not used in the procedure. The procedure was completed using new coils. There was no report of an adverse effect to the patient.